Manufacturer narrative:
Pump received and there was no unexpected no delivery alarm during testing. Unit received with all operating currents within specification and passed functional testing including the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose of 501 mg/dl and that they just changed their infusion set and the pump alarmed no delivery. Troubleshooting found that the alarm cannot be cleared and the customer has tried all remedies. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.